Event description:
Consumer reported 1 possible false positive sars result. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative 1 week prior with an alternate testing method (method unknown).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.